Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, alarms for high airway pressure were generated. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4). Our company field service engineer (fse) states that no deviations or faults could be seen when the flow-I was investigated at the hospital. No parts were replaced. The unit was returned to clinical use. The evaluation of the received device logs show that successful system check outs were performed prior to and after the event. There are no indications of any malfunctions in the technical log. The event log confirms the reported alarm for high airway pressure but we have not been able to determine the cause of the alarm. We have not been able to determine the true case of the reported event.

Event description:
(B)(4).